Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a procedure wherein a wound wash out was done, and the implantable pulse generator (ipg) was revised. The patient did well postoperatively. The device was not released from facility; therefore, analysis could not be completed. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
The device was not returned to boston scientific for analysis. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Wavewriter alpha prime instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include infection, tissue reaction, and postoperative wound complications at the implant site. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a procedure wherein a wound wash out was done, and the implantable pulse generator (ipg) was revised. The patient did well postoperatively. The device was not released from facility; therefore, analysis could not be completed. No further information could be obtained despite good faith efforts. Additional information was received that indicated that the scs patient developed an irritation at the battery site due to infection. To address this, the surgeon elected to clean the pocket to prevent further progression of the infection.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a procedure wherein a wound wash out was done, and the implantable pulse generator (ipg) was revised. The patient did well postoperatively. The device was not released from facility; therefore, analysis could not be completed. No further information could be obtained despite good faith efforts. Additional information was received that indicated that the scs patient developed an irritation at the battery site due to infection. To address this, the surgeon elected to clean the pocket to prevent further progression of the infection.